Manufacturer narrative:
Age or date of birth, weight, and ethnicity: information unknown/ not provided. Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Explant date: the lens remains implanted, therefor not explanted. Initial reporter telephone number: (B)(6). Device evaluation: the preloaded unit was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device could not be performed. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search in complaint system revealed that no additional complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the lens was implanted, but it had a scratch on it. Through follow up we learn that the lens remains implanted and no additional interventions were reported. No additional information was received.